Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 194 mg/dl. The customer stated that the air bubbles are in reservoir. Customer stated the issue was yesterday with 3 different reservoirs from the same lot. Customer was reminded to reset fixed prime to the cannula prime amount for their infusion set and fill cannula was not changed. The customer was advised to monitor pump. Customer was advised to returned the reservoir and it will be replaced.